Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button stuck alarm. The customer's blood glucose level was 8.0 mmol/l at the time of the incident. The customer stated that no button was pressed but problem was solved now. The auto modus was automatically shut down due to the insulin pump error. The device will not be returned for analysis.